Event description:
It was reported that pump reminders were shutting off automatically. The customer's blood glucose level dropped to 49 mg/dl, leading to no loss of consciousness or injury. The customer consumed carbohydrates with assistance from a school nurse to address low blood glucose levels. To resolve the issue, the customer turned the pump reminders back on, but they shut off again the next day. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.